Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient has poor vision. Clinical reason for explant poor vision post operation and patient dissatisfaction. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 1 month 2 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a plastic specimen cup. The lens was removed and allowed to air dry prior to evaluation. Viscoelastic residue was observed on the lens. One haptic distal anterior edge was torn. The other haptic was torn (still attached) in the gusset area. The optic was broken (possibly cut) into pieces. One of the optic portions has additional torn area from the edge towards the optic center. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint. The lens was returned in pieces, typical of an insertion and removal. Haptic and optic damage were observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (sphere and cylinder) and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).